Event description:
Complainant alleged that while attempting to treat a (B)(6) pt the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not yet received the device for eval and this complaint is still under investigation.